Manufacturer narrative:
Patient has an infection. The patient had compartment syndrome caused by tourniquet compression of the leg during surgery. The leg had to be cut open from ankle to hip for all of the pressure to be released from the fluid build up. Surgery occurred to clean out the knee, remove scar tissue, and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Patient has an infection. The patient had compartment syndrome caused by tourniquet compression of the leg during surgery. The leg had to be cut open from ankle to hip for all of the pressure to be released from the fluid build up. Surgery occurred to clean out the knee, remove scar tissue, and exchange the poly inserts.